Event description:
This ra lead was implanted on (B)(6) 1999. A call to technical services on (B)(6) 2011 states that there was oversensing on all three channels. Most likely, not the result of lead issues, but a sensing issue. As the patient appears to have undergone a surgery at the time the noise oversensing occurred. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).